Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse described that the pilot connector and the pilot valve was defective and hard to inflate. There was no patient involvement.